Event description:
It was reported that a physician implanted two x-stop peek devices into a study pt a levels l3-l4 and l4-5. Two weeks post-op, the pt was asymptomatic with a marked reduction in preoperative leg pain. The pt had complaint of mile back pain which preoperatively was mild to moderate. At this office visit, the spine films showed the l4-5 implant shifted posteriorly; the l3-l4 implant was in good position. A view of the spine films taken at the six week visit showed the same positioning of the devices. At a five months office visit, the pt had complaints of increased low back pain in the paraspinous muscle region. No additional information was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.